Manufacturer narrative:
H.6. Investigation: customer returned (37) used 29gx12.7mm, 0.3ml bd insulin syringes (30 from lot 9337429 and 7 from lot 8029863). Consumer reported scale misalignment was found. All 37 returned syringes were examined, then tested using a 0.3ml plug gauge: 2 out of the 37 returned syringes (both from lot 9337429) did not fall within the plug gauge spec. A review of the device history record was completed for batch #8029863. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were zero (0) notifications noted that pertained to the complaint. A review of the device history record was completed for batch # 9337429 all inspections were performed per the applicable operations qc specifications. There were four notifications [200864499, 200842714, 200863709, 200863773] noted that did not pertain to the complaint. There was one notification [200863775] noted for damaged tip causing missing zero lines. All returned syringes were tested using the plug gauge (10372) and 2 syringes (both from lot # 9337429) exhibited the 5-unit scale marking to fall out of specification. Volumetrics was completed on the (2) syringes. Acceptable limits per qc700450 rev 43: volumes are measured at the 10- and 30-unit scale lines. Per the chart in section 7.5 of qc700450, specification for volumes at the 10-unit scale line are between 0.0933 and 0.1063 grams. Specification for volumes at the 30-unit scale line are between 0.2843 and 0.3143 grams. Actual volumetric results from complaint: using scale #13716: syringe #1: 10 units 0.1044 grams, 30 units 0.2989 grams. Syringe #2: 10 units 0.0977 grams, 30 units 0.2920 grams. The reported defect was not confirmed in holdrege as all syringes were within the specified limits.

Event description:
It was reported that syringe 0.3ml 29ga 1/2in 7bag 420cas jp had scale misalignment. This occurred on 37 occasions before use. The following information was provided by the initial reporter: scale misalignment was found.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8029863, medical device expiration date: 2023-02-28, device manufacture date: 2018-01-29. Medical device lot #: 9337429, medical device expiration date: 2024-12-31, device manufacture date: 2019-12-03. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 0.3ml 29ga 1/2in 7bag 420cas jp had scale misalignment. This occurred on 37 occasions before use. The following information was provided by the initial reporter: scale misalignment was found.